Event description:
It was reported that during an initial implant procedure, the right ventricular (rv) lead exhibited decreased sensing. The surgeon decided to change the implantation site, but the guidewire could not be advanced, and the lead then exhibited high pacing impedance. The surgeon elected to not use the lead and implanted a new one. The patient was stable.